Event description:
Patient had a woundvac after a procedure with renasys touch 800ml canister. The wound vac signaled a blockage issue, and the dressing was not compressing. The dressing was replaced, and the machine was still alerting that there was a leak detected. The vacuum machine and cannister (renasys touch 800ml canister) was changed and it still alerted that a leak was detected. When a smaller canister was placed, everything worked.